Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. An anomalous intergrated circuit (ic) in the hybrid was found to be the cause of the high current drain and premature battery depletion.

Event description:
It was reported that premature battery depletion was suspected on the implantable cardioverter defibrillator (ICD). The ICD was noted to have lasted only four years and longevity was thought to be short based on usage. The ICD was explanted and replaced. The patient was stable.